Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The customer reported that the gas port was tighten to address the issue no relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored. No product was returned for evaluation so no root cause could be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the inspiratory port is broken. Although requested, the information regarding patient involvement was not provided by the customer.